Event description:
It was reported that an ilet user experienced a nocturnal low glucose and a subsequent hyperglycemic excursion to 355 mg/dl after lunch while the cgm intermittently lost connection, resulting in delayed automated insulin adjustments and repeated connection alerts; the user typically does not meal announce and, when announcing, selects less than meal, and they use a 23" teflon inset infusion set changed the prior day. Symptoms included hyperglycemia with polydipsia and chest tightness, as well as episodes of low and urgent low soon cgm alerts. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed no findings available and insufficient information regarding a specific device component, with a medical device problem characterized by insufficient information during cgm connectivity and data gaps. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.